Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother called in to report bent cannulas, high blood glucose levels, and a no delivery alarm. It was reported that insulin could be smelled. The customer's blood glucose level was unknown. The mother declined to troubleshoot and no further details were provided.